Event description:
It was reported that the or staff encountered an issue during setup where a message indicated that the patient cart was not connected, accompanied by error 170. Before contacting support, the customer attempted to resolve the issue by replacing the blue fiber cable between the robot and the tower, but this did not resolve the problem. The technical support engineer instructed the caller to perform a hard power cycle of the system and to move the blue fiber cable to the bottom port of the tower. After powering the system back on, the errors persisted. The technical support engineer was unable to fully view the logs due to delays and power cycles. Consequently, the customer decided to cancel the procedure. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse swapped patient side cart (psc) common compute controller (ccc) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and via lighthouse log reviews, error 31089 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The patient side cart (psc) ccc was installed into the golden system which triggered the reported error, indicating faults on the firefly fiber optic cable (ff3) on the ccc. The firefly optic cable was replaced with a known good cable using an aba procedure. The psc ccc functions as expected, but when cable is switched back to the original firefly optic cable it fails. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff3) in psc ccc.